Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73c1700361 investigations did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during gastroenterology surgery the doctor found that the clip stuck and was loosened after 10 clips were fired, so the clip could not be closed properly. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. This sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was able to properly load into the jaws of the device and close. Another attempt was made and, this time, the clip was unable to properly load. The next clip, however, was able to properly load and was successfully applied to over-stressed tubing with no issues. The sample was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. The broken ratchet could cause the clips to become out of position and prevent the clips from properly loading but it could not be confirmed that the clips were out of position in the channel. It could not be determined why the ratchet broke. Other remarks: the IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip stuck in applier" could not be confirmed based upon the sample received. One device was returned. The device was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. Upon functional inspection, all clips were able to fire from the device but one of them was unable to load properly. No clips were stuck in the applier, though, which is why the reported complaint issue was unable to be confirmed. However, a defect was confirmed with the returned sample. The ratchet ears were found to be broken which could cause the clips to become out of position. If clips are out of position in the channel, then clips could load incorrectly or not fire from the device but it could not be confirmed that the clips were out of position in the returned device. It could not be determined why the ratchet broke. Although the reported complaint issue could not be confirmed, a defect was confirmed with the returned device as one of the clips was unable to properly load into the jaws and the ratchet was broken. Since it could not be determined what broke the ratchet, the root cause of this complaint issue is undetermined.

Event description:
It was reported that during gastroenterology surgery the doctor found that the clip stuck and was loosened after 10 clips were fired, so the clip could not be closed properly. There was no reported patient injury.